Event description:
It was reported that a symptomatic patient presented in the ER after receiving inappropriate therapy due to noise. Increased capture threshold was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.